Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: h2, h3, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined, however the most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due to no device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a ureteroscopy and lithotripsy, a therapeutic procedure under sedation, the single use fiber caught fire. The team put the fire out and removed it from the room and threw out the device. The procedure was completed with an olympus back-up device with a delay of less than 30 minutes. There were no reports of patient or user harm due to the event.